Event description:
It was reported, that the device presented with error code 210.5020. There was no patient involvement.

Manufacturer narrative:
Technical support performed, troubleshooting over the phone to determine the customer reported issue of 8100 error code 210.5020. Technical support: 1. Transferred customer to repair team for further assistance. A serial number was not provided. Therefore, a review of the device history record cannot be performed. Based on the findings, technical support was unable to determine, the proximate cause of the reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3: other text: no product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device presented with error code 210.5020. There was no patient involvement.